Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. An opticross was selected for ultrasound examination of the target lesion. During withdrawal, the catheter got stuck with the non-boston scientific (non-bsc) guidewire. The entire guide extension was removed as the wire became entangled with it. There was damage present on the guidewire but none on the catheter. The procedure was completed with another of same device. There was no patient injury.